Event description:
It was reported that during the procedure to treat the target lesion in the mildly calcified and tortuous mid circumflex artery, the whisper guide wire was advanced to the target lesion. A non-abbott dilatation catheter was advanced over the guide wire, inflated and remove without difficulty. A non-abbott stent delivery system was then advanced; however, the device was unable to cross and was removed. All devices were removed and it was noted that the whisper guide wire had separated while in the circumflex artery. A non-abbott snare device was able to retrieve the separated segment. There was no adverse patient sequela. Due to the non-abbott failure to cross, the procedure was postponed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.